Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 14 days (13jul2021 ¿ 27jul2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 22jul2021 at 2:28 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Further information regarding the mpu and the event was unable to be provided. The root cause of the observed loss of ac power was unable to be conclusively determined through this analysis. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller felt warm on several occasions. The log file captured low voltage hazards on (B)(6) 2021 for running battery power too low, as well as another low voltage hazard on (B)(6) 2021 while connected to the mobile power unit. It was recommended that the patient's controller should be exchanged. Related MFR # 2916596-2021-04460.